Event description:
Event description guidant/crm received information that this bipolar endocardial tined lead was removed from service due to inappropriate therapy, loss of capture. The existing epicardial leads were electively removed with this lead and replaced with another guidant lead.